Event description:
The hospital alleged a patient did not receive the set oxygen percentage through the blender in the giraffe irs warmer. Staff reported that there was no indication of the actual oxygen output when a specific percentage was selected. It was alleged the patient desaturated to approximately 60-65%. After the patient was transferred to alternative respiratory support equipment, the oxygen saturation level recovered to approximately 90-95%. There were no reported patient sequelae.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and a6: no information provided. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.